Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency vascular treatment procedure was completed as planned after restarting the system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the small focus was malfunctioning. The fse solved the issue by replacing the x-ray tube. The returned part was analyzed and showed that the small focus was defective due to normal wear and tear. After part replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.